Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for foreign material noted on the steerable guide catheter before device use. Although there was no patient involvement, foreign material has the potential to cause or contribute to injury if introduced into the anatomy. It was reported that prior to use in a mitraclip procedure, during preparation of the steerable guide catheter (sgc), a foreign body, similar to a strand, was noted on the device. The foreign body was wiped off and thrown away. The sgc was discarded and not used. There was no patient involvement. Another sgc was prepped per instructions for use and used in the procedure. There was no additional information provided regarding this device.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint complaint-handling database identified no other incidents for the reported lot for the reported foreign material present on device. Potential causes for foreign material on the device can include, but are not limited to, user technique / procedural conditions (handling of the device during preparation) or manufacturing anomalies. With respect to user technique / procedural conditions, foreign material on the device may be influenced by improper handling of the device during unpacking or prior to use. In this case, it was reported that during device preparation, a foreign body (similar to a strand) was observed; the foreign body was wiped off and discarded before the abbott vascular specialist could see it. In this case, it is possible that the device came in contact with packaging materials or with surgical scrubs during unpacking, however, as the strand was not identified, this cannot be definitively determined. Based on the information reviewed, while a definitive cause for the strand on the device could not be determined, there is no indication of a product quality deficiency.